Manufacturer narrative:
Device passed displacement test. Device alarmed pump error 63 during self test and pump trace download confirmed pump error 63, problem isolated to the keypad. Unable to verify audio/absence of alarm during self test due to pump error 63.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures test and self test failed. The customer¿s blood glucose level was 250 mg/dl. The customer was assisted with troubleshooting. The customer was reported that they were able to clear and rewind the insulin pump. The customer was also advised that the insulin pump will be replaced and revert to back up plan. The insulin pump will be returned for analysis.